Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The analyst noted that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the connector pin was not bent. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.